Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section for report submission date and to report device evaluation results. Updated for device return date, for follow-up report submitter, g4 for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and h6 method, result and conclusion codes.

Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), a patient's dental implant lost osseointegration. Fibrous tissue was reported to be around the implant. The implant was explanted approximately six years after initial placement.